Event description:
It has been reported to philips that the wireless footswitch was loosing connection intermittently. The system was in clinical use no harm has been reported to philips. Philips has started an investigation.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned procedure was completed by using wired footswitch. The philips field service engineer (fse) inspected the system onsite and confirmed that the wi-fi indicator on the footswitch was red and the battery indicator was flashing green, which indicates that there was a connection problem between the wireless footswitch and wireless base station, and battery issue. Fse replaced the battery of the wireless footswitch. After that, the system was returned to use in good working order. Intermittently the wireless connection between the base station and wireless footswitch is lost and the base station or footswitch remains in error mode. When the base station or footswitch is in error mode it blocks x-ray switching functions by means of the wireless footswitch. Other options like the wired footswitch or hand switch can still be used when available. Philips has initiated a medical device correction/field safety corrective action by providing customers with a medical device correction/field safety corrective action (2022-igt-bst-011). The codes were updated based on the investigation outcome.